Event description:
Caller stated she inserted a new battery in her pump and went to bed. She stated that her pump shut off while she was sleeping without alerting her and she was not receiving any insulin for about 4 1/2 - 5 hours. Her blood sugar rose to 24 mmol/l. Customer ended up having to go to the hospital and was admitted for high ketones and high blood sugar. Per manufacturer's investigative unit, the mentioned event date ((B)(6) 2014) and the days around have been reviewed. The investigation of the history found no evidence of the mentioned battery change before the customer went to bed. On (B)(6) 2014 00:54am, the pump triggered a w2 (battery low) warning and the customer did not confirm it. Therefore the pump alarmed all the time (buzzer, vibrator and display). This leads to a higher power consumption and the pump triggered an e2 (battery empty) error at 01:03am. Also the e2 was not confirmed and the pump resumed alarming until the battery was completely depleted. The pump switched off at 01:18am. After the power up, at 05:42am, the pump triggered correctly an e8 error. The mentioned e8 error is not a malfunction of the pump. The e8 error message occurs due to a power interrupt while the pump is in run mode. The customer changed the battey and powered up the pump at 05:42am. The evaluation of the history showed that all programmed boluses were delivered as intended. The device was returned and investigated.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.